Manufacturer narrative:
H3: the pipeline flex w/ shield (model: ped2-400-35, lot: b002388) and phenom-027 micro catheter(model: fg15150-0615-1s, lot: jl19-042) were returned for analysis. The phenom-027 micro catheter total length was measured to be ~158.8cm, the usable length was measured to be ~152cm and the distal single coil length was measured to be ~14.4cm which is within specification. No flash or voids molded were found within the catheter hub. No damages or anomalies were found with the hub however, dried blood was found within the hub. The phenom-027 micro catheter body was found kinked at ~3.6cm and ~15.4cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The micro catheter was flushed with water and water did not exit the catheter tip. The pipeline flex w/ shield was retracted out of the phenom-027 against high resistance. No damages or irregularities were found with the entire pipeline flex w/ shield pusher. Dried blood was found on the coil tip, distal coil and resheathing pad. A 0.0260¿ mandrel was advanced through the micro catheter. Dried blood was pushed out of the micro catheter. The braid was not found within the catheter. No other anomalies were observed. Based on the analysis findings, customer report of ¿pushwire break/separation¿ was not confirmed as the pusher was returned undamaged. The customer report of ¿marker band damage¿ also could not be confirmed as there was no damages or irregularities found with the distal marker band. The phenom-027 catheter was found kinked in the distal section. It is possible that the reported severe patient vessel tortuosity or advancing the catheter against high resistance caused the catheter to kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the distal marker could not match the distal marker of the microcatheter. The movement of the pusher wire was unable to be controlled normally which prevented the stent from being re-inserted into the microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline pusher that broke and a phenom microcatheter distal marker issue. The patient was being treated with flow diversion for an unruptured saccular aneurysm of the right internal carotid artery. The aneurysm max diameter was 12mm and the neck diameter was 7mm. Vessel tortuosity was severe. It was reported that the devices were prepared and used as indicated in the instructions for use (IFU). It was noted after removing the protective sleeve, there was an issue with the distal marker of the phenom microcatheter. After the pipeline was implanted, the resheath pad from the pushwire and, therefore, could not be inserted into the microcatheter. There was reported harm or injury to the patient.